Event description:
A pt being fitted with a 40-inch respiband complained of its odor; the hosp's tech described it as a strong resin smell. The respiband was left on the pt overnight for a sleep study with no apparent harm occurring to the pt. On the ensuing day, other hosp staff opened a number of other bags of these respibands to "air them out". Two staff members complained of headache, nausea, dizziness, mental confusion, and dryness of mouth and throat; however, there apparently was no need for medical intervention to prevent permanent impairment or damage.